Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch from bipolar to unipolar mode. Additionally, the lead exhibited high out of range pace impedance measurements and a loss of capture in bipolar mode. Technical services (ts) was consulted and suspected a lead fracture to be the root cause. Ts confirmed that upon switching to unipolar mode, pace lead impedance measurements were within normal limits and capture returned. The patient is expected to come in office for further review of the lead. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.